Event description:
It was reported that the patient was presented to the hospital for an unrelated procedure. Upon interrogation of the pulse generator, the right atrial (ra) lead was found to have exhibited noise oversensing resulting in inappropriate automated mode switch (ams) episodes. No intervention was performed and the patient was in stable condition.